Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided photos that confirmed the defect reported by the customer "broken/cracked - double swivel connector". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production from p/n 5-16037 et tube, sher-I-bronch, ls, 37 fr lot# 73e2200696 the samples were visually inspected and issue reported "broken/cracked - double swivel connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported that the connecting points of the accessory piece has been snapping off while in use. The reported defect was detected during use on patient. The patient condition was reported as "fine." No patient injury/consequence or medical intervention reported.